Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter with an unknown guidewire. The device was visually and microscopically examined. At 35.2cm from the strain relief, the hypotube of the device was kinked. There was partial collar and shaft detachment. The damage to the collar and shaft is consistent with the device being torqued/twisted in one direction by the user during use. There was blood present in the shaft of the device. There was drag on the surface of the shaft near the tip of the device for a length of 6mm. The unknown guidewire was returned with a kink. The guidewire was measured with an led micrometer confirming the wire to be a 0.0135 inch guidewire of which is compatible use to the guidezilla. The device was functionally tested with the returned wire which failed to advance through the device due collar damage present. This test was completed in place of the stent as a similar device was not available to use for testing. The od (outer diameter) of the undamaged shaft was measured within specification. Confirmed outer diameter as the inner diameter could not be measured due to damage present. Product analysis confirmed the reported difficulty to advance a stent through guide catheter as the guidewire returned failed to cross due to the partially detached collar and shaft present to the device. The damages found to the device during analysis would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 15september2022. It was reported that the a promus elite stent could not advance through the guidezilla ii guide extension catheter. The device was replaced and the procedure was completed. No patient complications were reported. However, device analysis revealed partial collar and shaft detachment.